Event description:
The hospital reported during a procedure the device became lodged while the doctor was attempting to remove a stone. The dr tried to crush the stone and the basket wires broke. The dr was able to safely remove the device and complete the procedure. The pt was released the same day. There were no allegations of harm.